Event description:
Two devices were used in a lap cholecystectomy procedure. With both devices, the first clips were fired under normal conditions and the devices would not open. There were no broken components and thedevices were not fired over a catheter. Another same like device was used to complete case. Blood loss of approx 1 liter from firing across cystic artery, no intervention was necessary patient is okay post op.